Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) lead implanted 2013 (B)(6). (B)(4).

Event description:
It was reported that the device had migrated about an inch in the patient's chest since implant about six months earlier. The patient was scheduled to see their cardiologist and the device remains in use. No patient complications have been reported as a result of this event.